Event description:
It was reported that this patient received electric shocks and anti-tachycardia pacing (atp) for a supraventricular tachycardia (svt). This cardiac resynchronization therapy defibrillator (crt-d) also had stored episodes of pacemaker mediated tachycardia (pmt) and a false positive signal artifact monitoring (sam) which were due to the atrial tachycardia. The shock converted the rhythm. Technical services (ts) analyzed device episode data and recommended consulting physician. No additional adverse patient effects were reported outside of the electric shock. Currently, this device remains in service. According to additional information received, patient received electric shocks for another episode of svt. No additional adverse patient effects were reported. It was noted that the physician will consult with the clinic's cardiology department. This device remains in service.